Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6 (device codes): medical device problem code a0501 captures the reportable investigation results of shrink sleeve detached. Block h10: the returned sensor was analyzed, and a visual evaluation noted that the shrink sleeve had completely detached from the sensor wire. The entire sensor wire was not returned, only the detached shrink sleeve part was returned. The length dimension was found within specification. No other problems with the device were noted. The product analysis revealed that the shrink sleeve had completely detached from the sensor wire. Without analysis of the full device no further investigation could be completed on the other portion of the guidewire. During laboratory test, the length of shrink sleeve was measured and it was found within specification. There are steps to check the adherence and joint of the sleeve and the coil during the manufacturing process of sensor wire. Based on the condition of the device, engineers concluded the problem with the shrink sleeve detaching from the sensor wire could have been caused due to interaction with other devices used in the same procedure, or due to manipulation/handling of the guidewire. Boston scientific has determined the most probable root cause of this event is adverse event related to procedure since it is most likely that the adverse event occurred at the end of the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the bladder during a cystoscopy procedure. The procedure date is unknown. During removal of the sensor guidewire from the bladder through the working channel of the cystoscope, it was noticed that the ptfe coating peeled, revealing approximately 5 inches of the metal underneath. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve returned completely detached from the sensor wire. Please refer to block h10 for full investigation details.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The returned sensor was analyzed, and a visual evaluation noted that the shrink sleeve had completely detached from the sensor wire. The entire sensor wire was not returned, only the detached shrink sleeve part was returned. The length dimension was found within specification. No other problems with the device were noted. The product analysis revealed that the shrink sleeve had completely detached from the sensor wire. Without analysis of the full device no further investigation could be completed on the other portion of the guidewire. During laboratory test, the length of shrink sleeve was measured and it was found within specification. There are steps to check the adherence and joint of the sleeve and the coil during the manufacturing process of sensor wire. Based on the condition of the device, engineers concluded the problem with the shrink sleeve detaching from the sensor wire could have been caused due to interaction with other devices used in the same procedure, or due to manipulation/handling of the guidewire. Boston scientific has determined the most probable root cause of this event is adverse event related to procedure since it is most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the bladder during a cystoscopy procedure. The procedure date is unknown. During removal of the sensor guidewire from the bladder through the working channel of the cystoscope, it was noticed that the ptfe coating peeled, revealing approximately 5 inches of the metal underneath. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results: shrink sleeve returned completely detached from the sensor wire.